Event description:
As reported, during the procedure, while advancing the commander delivery system with crimped valve through the esheath, more than usual resistance to exit the tip of the esheath was noted. The valve was implanted without issue but at the end of procedure, when the esheath was withdrawn, it was more damaged than usual but no parts were missing. The femoral injection at the end of the procedure showed no damage to the femoral or iliac artery. As per visual evaluation observations of the returned device, the distal tip was torn.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The date received by manufacturer for manufacturing report # 2015691202312738 was apr 20, 2023.

Manufacturer narrative:
The returned device was visually examined. The sheath shaft was slightly curved. The liner was fully expanded as designed. There was a radial tear was observed on the distal end of the esheath along the distal edge of the liner. Stretching visible along the torn region and remains attached at the clear distal tip. All score lines were present. Scratches were observed on the hdpe. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. Sheath distal tip tears resulting from improper tip expansion and interference between the valve and sheath tip during advancement of the delivery system has previously been documented in a product risk assessment (pra). In addition, review of the related work order confirmed that the device lot passed the pv expander insertion force test. The device lot also passed the pv sheath to soft tip tensile force test. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Due to condition of the returned device (liner fully expanded as designed, distal tip torn), no applicable functional testing was able to be performed. Due to the nature of the complaint (associated delivery system was not returned), no applicable dimensional testing was able to be performed. No imagery returned was review. The esheath IFU, commander with s3 IFU, device preparation manual, and procedural training manual were reviewed. It notes that ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification''. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints resistance and sheath tip torn were confirmed per visual evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per event description, ''while advancing the commander delivery system with crimped valve through the esheath, more than usual resistance to exit the tip of the esheath was noted. When the esheath was withdrawn, it was more damaged than usual but no parts were missing''. As per pre-decontamination evaluation observations of the returned device, the esheath distal tip radial tear was observed. The failure mode is characteristic of sheath tip tear events as described in a previous pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the crimped valve and esheath tip during the delivery system advancement. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Tortuosity and calcification can result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Although the complaint description states, ''the femoral was not calcified or tortuous particularly'', the scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel and the bend on the returned sheath can be indicative of navigation through tortuosity. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (improper expansion of the sheath tip during thv advancement) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. A pra was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The risks outlined in the pra remain the same; the pra documents the potential for ''difficult or unable to introduce delivery system/loader and advance through sheath, prolonging procedure'' which did occur during this event. A corrective and preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. Therefore, no further escalation is needed at this time. Complaint trending will continue to be monitored on monthly basis.